Manufacturer narrative:
H.6. Investigation: a photo was received by bd for evaluation. A quality engineer was able to review the photo of a discardit 23g from lot # 0.0149774, regarding item # 300846 with the reported issue that ¿during blood sample collection when the phlebotomist has opened bd discardit 2ml23g syringe, he observed barrel of that syringe was cracked¿. The DHR of lot number 0.0149774 was reviewed and there was no quality notification raised in the device history record from its production inception to its dispatch. No sample and one photograph was shared by the customer along with the registered complaint. The investigating team has carried on the simulation of the defect on the retention samples of material number 300846 of lot number 0.0149774. Based on the photograph received the defect is confirmed. The probable root cause of crack barrel is due to the process of 2ml online barrel transfer from molding area to the hopper that processes them further to assembly and packaging. The cracking of the barrel was observed while simulating this process. It was found that when cold barrels ( stored in poly ) are mixed along with online barrels, there is a temperature variation of hot and cold barrels as they are passing through the pneumatic shoot.

Event description:
It was reported that discarditii 2ml with 23x1 was cracked. The following information was provided by the initial reporter: during blood sample collection when the phlebotomist has opened bd discardit 2ml23g syringe, he observed barrel of that syringe was cracked.

Manufacturer narrative:
(B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that discarditii 2ml with 23x1 was cracked. The following information was provided by the initial reporter: during blood sample collection when the phlebotomist has opened bd discardit 2ml23g syringe, he observed barrel of that syringe was cracked.